Event description:
It was burning [thermal burn]. Blisters on her neck [blister]. Did not check skin under the product while in use [device misuse]. Skin had come off the blisters when she took the wrap off [skin exfoliation]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2015 for neck tension and neck pain. Medical history included arthritis from an unknown date and unknown if ongoing and she sometimes gets a psoriasis flare around her hairline from an unknown date and unknown if ongoing. Concomitant medication included paracetamol (tylenol) at an unknown posology from an unspecified date for neck pain and neck tension. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication. On (B)(6) 2015, the patient attached the heatwrap to her neck area and noticed the heatwrap did not seem to be warm. She stated she had taken tylenol and was feeling better. When she took off the heatwrap after 4 hours, it had burned and blistered her skin on her neck area. She mentioned it was burning and stinging and she could not see the blisters, but she could feel them. The patient went to her pharmacist who was able to see the blisters on her neck. She stated he recoiled when he looked at them. The skin had come off the blisters when she took the wrap off. She applied neosporin to the blisters and she thinks it helped. The patient reported the blisters hurt when she takes a shower. She mentioned she had not checked the skin under the product while in use. She indicated she had discarded the suspect product. The patient assessed her skin tone as medium. She denied having sensitive skin. Therapeutic measures taken included application of neosporin. Action taken with suspect product was permanently withdrawn on (B)(6) 015. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events thermal burn, blister, and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event skin exfoliation is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, blister, and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event skin exfoliation is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.